Event description:
Event description cpi received information that two bipolar leads were explanted due to 'broken leads'. During a routine replacement procedure of an implantable pulse generator (ipg) the leads were removed.